Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level ranging from 270-271 mg/dl and high ketone levels. Customer was treated with intravenous saline and insulin, and was released from the ER 12 hours later with no permanent damage. Reportedly, after being released from the ER, the customer still had moderate ketone levels but bg level was no longer elevated. The cause for the reported issue was unknown. During troubleshooting with tandem technical support, it was reported that intermittent occlusion alarms occurred. Reportedly, the alarms were cleared and insulin delivery was resumed. Additionally, the customer used the cartridge and insulin beyond labeling. Tandem technical support educated customer regarding cartridge/insulin labeling. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.